Manufacturer narrative:
The reported events of high capture threshold, r-wave amp variation and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis with the helix retracted and clogged with body fluids. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular lead (rv) lead exhibited high capture threshold and high pacing impedance measurements, and the r wave amplitudes were low. The physician elected to remove and replace the rv lead to complete the procedure. The patient was in stable condition throughout.